Event description:
Boston scientific received information: the patient experienced a apical pneumothorax after insertion of a new lv lead implanted. Klinikum sud klinikum sud, numberg d-90471 dr. D. Bastian date of event (B)(6) 2011 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).